Event description:
Customer reported receiving an inaccurate high glucose reading (495 mg/dl), then administered himself with approx 14 units of novalog. Customer was found unresponsive two and a half hours later. Health care provider called paramedics and they obtained a reading of 25 mg/dl with their unknown brand of hcp meter. Customer was diagnosed with normal pressure hemorrhage and received treatment injection of some unknown substance. The last reading was 198 mg/dl from the hcp meter. There was no report of death, serious injury of mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.